Event description:
The customer reported that the insulin pump had a crack near the reservoir compartment and alarmed motor error during prime. Customer's blood glucose was 176 mg/dl. The customer stated that she has been a body scanner at the airport before. During the troubleshooting, the customer was able to complete the rewind sequence. The customer's blood glucose before ending the call was 99 mg/dl. Customer was advised to discontinued use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and customer agreed to return the product for analysis. No further info provided.

Manufacturer narrative:
Unable to prime the insulin pump during prime, compromised force sensor test and motor error during basic occlusion test due to faulty force sensor. Insulin pump passed the displacement test. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads. Insulin pump was received with broken reservoir tube. Insulin pump was received with missing reservoir tube lip o ring. Insulin pump was received with scratched lcd window.